Manufacturer narrative:
Evaluation summary a device history record (DHR) review was completed for the lot number provided by the customer. There were no manufacturing related issues related to the complaint issued for this lot. A corrective and preventative action (CAPA) has been opened for this issue. This complaint is included in the CAPA for trending purposes. One sample was received from the customer and reviewed. After visual and counting examination, it was confirmed that there were only 9 sponges in the tray. A tray should include 10 sponges; the reported condition is confirmed. The returned product did not meet quality release specifications. The root cause of the reported condition is, the bundles are checked after the scale is re-set for new batch numbers or moisture adjustments. This bundle was not compared to the respective control bundle weight. This causes inaccuracies in counting of sponges in the bundle.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states there were only 9 raytec sponges in pack instead of 10.